Event description:
The manufacturer received information alleging a the device failed a system leak verification test. The device was not in use. The device has been received by a third-party service technician and is awaiting evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that they received information alleging a the device failed a system leak verification test. The device was not in use. The device was received and evaluated by the manufacturer. The flow sensor was diagnosed to be faulty and replaced to address the issue.